Manufacturer narrative:
Block b3: the exact date of event was not reported. The article published date is used for the estimated date of event. Block d4, h4: the literature article did not provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: initial reporter first name: (B)(6). Initial reporter facility name: (B)(6) hospital . Block g2: literature source: a. Facciorusso, et al. "Nomogram for prediction of adverse events after lumen-apposing metal stent placement for drainage of pancreatic fluid collections" digestive endoscopy 2022; 34: 1459-1470; doi 10.1111/den.14354. Block h6: imdrf impact code f02 captures the reportable event of patient death.

Event description:
Boston scientific corporation became aware of the following event that involves an axios stent and electrocautery enhanced delivery system through the article titled, "nomogram for prediction of adverse events after lumen-apposing metal stent placement for drainage of pancreatic fluid collections", by a. Facciorusso et al. The study aims to generate a prognostic model based on a nomogram for adverse event (ae) prediction after lumen apposing metal stents (lams) placement in patients with pancreatic fluid collections (pfc). Using a centralized web-based database, data were compiled and then extracted for analysis. Data extracted included patient demographics and extensive details regarding features of fluid collection. Additionally, the study extracted data regarding lams placement (e.g., type and size, placement technique), as well as procedural data (corresponding to maneuvers during the procedure). Data following procedures were also extracted including resumption of enteral diet (grouped as under or over 48 h), length of hospital stay, follow-up procedures including further lams placement, percutaneous drainage, stent removal following pfc resolution, recurrence at follow-up, and adverse events. The study involved 516 patients with pancreatic fluid collections (pfc) who underwent lams placement across 30 secondary and tertiary care centers in italy from january 2016 to july 2020. According to the study, treatment-related death was registered in six cases (1.1%) and the overall mortality rate was (56) 10.9%.